Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and some signs of clinical usage. There was some evidence of blood. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. Based upon this observation, the reported complaint for "intermittent power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 did not work, "the user waited 4 x 30 sec for it to reset but it still never worked correctly, also, it sparked when it was tested with a wet lap, but the user decided to use it anyway." The reporter clarified that the device had only been used minimally, and it kept shutting down. A new kit was used to complete the procedure. There were no pt effects. The product was returned.